Manufacturer narrative:
Concomitant products: smart touch bidirectional, mfg #: d-1327-04-s. (B)(4). The hardware investigation has begun but it has not been completed at this time.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an ablation procedure using an ep-shuttle rf generator system (sn #(B)(4)), the high temperature cut-off function was found defective. Repair follow-up was performed and the device was not sent for repair. Service was declined by the customer. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an ablation procedure using an ep-shuttle rf generator system (sn #(B)(4)), the high temperature cut-off function was found defective. During the case, high temperature (48°c) was observed. The cut off value was set to 45°c and the generator did not stop the ablation when this value was exceeded, making the event reportable. The user was able to stop the ablation using the stop button on the generator. The procedure was finished by replacing the concomitant catheter. No adverse patient consequences were reported.